Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in cloudy pd effluent. The breach in aseptic technique was further described to be "tube was accidentally cut by the patient". It was reported the patient was hospitalized for a day. The patient was treated with unknown antibiotics. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. It was not reported whether the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.